Manufacturer narrative:
The reason for this revision surgery was reported as an infection. The previous surgery and the revision detailed in this investigation occurred 6 months apart. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (DHR), shows that item: 114817 used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the components that may have contributed to an infection. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to an infection. The surgeon performed this procedure to remedy the patient's infection. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Second revision surgery - due to an infection. New components were implanted, along with allograft struts to accommodate for bone loss on humerus and ulna.